Event description:
The customer reported that when he pressed the button to insert the cannula, he didn't hear the "pop" of the firing mechanism, but still kept the pod on. At 4:00 pm his blood glucose measured 179 mg/dl and he administered an extended insulin bolus (dosage and duration were not reported). At 6:00 pm his bg was 279 mg/dl and his dinner contained about 75 grams of carbohydrate, so he took a 23 unit extended bolus. At 6:25 pm, with bg of 294 mg/dl, he deactivated the pod. He could see the needle inside the device, but no cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to deploy. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."